Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and case at reservoir tube window corners, broken reservoir tube lip, corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.